Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was dehiscence noted or any patient consequence associated with the pet? How many devices that had suture breakage issues before use, during use, during post-op examination? Please clarify. Whats the pet current status? You mentioned: "sutures breaking". What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Please provide status of product return.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. Post-operatively, sutures broke, one broke open 3 days after surgery and had to be resutured. The device is available for return. No adverse patient consequences were reported. Additional information was requested.